Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 07/08/2024: it was previously understood that the red72 fractured inside the patient while being removed. However, based on the updated information, the red72 fractured outside the patient while being removed. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, a stent retriever, and a guidewire. During the procedure, the physician successfully completed two passes using the neuron max, red72, microcatheter, and stent retriever. While retracting the red72, the physician experienced resistance and fractured the mid-shaft outside of the patient. It was reported that there was a problem with the neuron max. Therefore, the whole system was removed. The procedure was completed using a new red72, a new neuron max, a new non-penumbra microcatheter, and a new stent retriever. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a stent retriever. During the procedure, the physician used the neuron max, red72, microcatheter and stent retriever. While retracting the red72, the physician fractured it. Therefore, the whole system was removed. The procedure was completed using a new red72, a new neuron max, a new non-penumbra microcatheter, and a new stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.